Event description:
After an implantation period of approximately 44 months, it was reported that the insulation of the lead was damaged.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided pacing impedance trend curve showed an initially stable impedance around 650 ohms between november 2018 and february 2019 with a subsequent gradual increase to around 1650 ohms as reported in the complaint description. Furthermore an x-ray image was available demonstrating an exposed conductor cable as mentioned in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.